Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (she lost part of her organs to start a new life without constant pain). At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented she had gone through a calvary since essure was implanted. Case was retrieved from a "starting petition" web site (B)(6). Company causality comment: this is a non-medically confirmed case report received via social media. It refers to a female consumer who had constant pain after essure (fallopian tube occlusion insert) insertion. She stated she lost part of her organs. This event is anticipated in essure's reference safety information. In this case, limited information was provided. Nevertheless, considering pain may occur during essure therapy, causality with the suspect insert cannot be excluded. This case is regarded as an incident, due to the serious injury reported (consumer stated she lost organs due to essure). A technical analysis will be requested. No active follow-up will be pursued due to lack of contact details.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she lost part of her organs to start a new life without constant pain). At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: she had gone through a calvary since essure was implanted. Case was retrieved from a "starting petition" web site (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc company causality comment: this is a non-medically confirmed case report received via social media. It refers to a female consumer who had constant pain after essure (fallopian tube occlusion insert) insertion. She stated she lost part of her organs. This event is anticipated in essure's reference safety information. In this case, limited information was provided. Nevertheless, considering pain may occur during essure therapy, causality with the suspect insert cannot be excluded. This case is regarded as an incident, due to the serious injury reported (consumer stated she lost organs due to essure). According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. No active follow-up will be pursued due to lack of contact details.